Manufacturer narrative:
A2: patient age not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to sepsis and multisystem organ failure. The outcome was not considered device or therapy related. An autopsy was not performed, and the device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. G and the heartmate 3 lvas patient handbook, rev. G, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection, various types of organ failures and dysfunctions (right heart failure, respiratory failure, renal failure, and hepatic dysfunction), thromboembolism, bleeding, neurologic dysfunction, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, states that patients may develop right ventricular failure during or shortly after implant. This section outlines indications of right heart failure and provides the recommended treatment options for patients with right heart failure. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), outlines the recommended anticoagulation regimen, including the international normalized ratio (inr) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. Section 6 also lists infection, thromboembolism, and neurological dysfunction as a potential late post-implant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2024, 1 day post left ventricular assist device (lvad) implant, the patient had a re-operation for left hemothorax and exploration of the left atrium. They had a strange echocardiogram image that suggested thrombus but was unconfirmed. They slowly recovered with mild neurological deficit and no signs of hemorrhage or ischemia on computed topography (CT) scan. They were extubated on (B)(6) 2024. They remained on inotropes, milrinone, dobutamine, and noradrenaline, mainly for poor right heart performance. Their condition slowly deteriorated, mainly from increased work of breathing, so they were intubated again on (B)(6) 2024. It was noted that there was no reason to believe the cause of the infection was the pump or driveline and that it was probably either pneumonia and or translocation from the gut. They were treated with multiple combinations of antibiotic and antufungal medications; ceftazidim and avibactam si colistin was used first and then trimetoprim/sulfametoxazol and caspofungin were used. They also had signs of liver failure, with high serum glutamic-oxaloacetic transaminase (sgot) and serum glutamic pyruvic transaminase (sgpt) and high bilrubin, and renal failure which required continuous renal replacement therapy (crrt) starting on (B)(6) 2024. The patient also had two episodes of gastrointestinal (gi) bleeding so they had to stop anticoagulation. The patient required multiple transfusions and other blood products. On (B)(6) 2024, the patient developed signs of acute abdomen. CT scan showed occluded upper mesenteric artery. A partially successful attempt to open it was tried, but the situation did not improve; thrombus was suspected. Abdominal surgery was out of the question due to their condition. It was noted that no problems with the device itself were experienced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.